Event description:
Related manufacturer reference number: 2017865-2022-44753. It was reported that the patient presented for an explant procedure. Upon interrogation, prior to the procedure, it was noted that the right ventricular - rv and atrial leads exhibited noise. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.